Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient experienced lead migration. As a result, the patient underwent surgical intervention. During the procedure, one lead was repositioned and one lead was removed and replaced with a new one. The patient reported effective coverage intra-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.